Event description:
On (B)(6) 2011 this rv lead had high impedances of over 125 ohms. After rechecking the connections twice single coil configuration was checked and measurements were in normal limits of 65-70 ohms. The lead remains implanted. This procedure took place at (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).